Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned in one piece measuring 14 cm. An external abrasion was noted at 9.8 to 10.1 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction against the device can.

Event description:
This report is to advise of an event observed during analysis.